Manufacturer narrative:
B5: describe event or problem - updated. H6: device codes - corrected to include off label use with treatment of the patient with persistent atrial fibrillation. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The farawave ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that irrigation issues occurred during procedure. After ablating with the catheter, it was removed from the body to prepare for mapping. The physician reconnected the pressure bag, but irrigation did not flow. The pressure bag was disconnected and then reconnected back to the outer lumen and when device was in flower position, it would drip but would not irrigate once in basket form. The procedure was completed successfully without patient complications. The device is not expected to be returned for analysis as it was disposed. It was further confirmed that the physician used the original catheter to complete the procedure. The patient was being treated for persistent atrial fibrillation, where use of the farawave catheter to treat persistent atrial fibrillation constituted off-label use of the catheter.

Manufacturer narrative:
It was indicated, that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported, that irrigation issues occurred. With the farawave pulsed field ablation catheter, during a procedure to treat atrial fibrillation. After ablating with the catheter, it was removed from the body to prepare for mapping. The physician reconnected the pressure bag, but irrigation did not flow. The pressure bag was disconnected and then reconnected back to the outer lumen. And when the catheter was in flower position, it would drip, but would not irrigate once in basket form. The procedure was completed successfully without patient complications. The device is not expected to be returned for analysis, as it was disposed.